Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. Customer stated the battery did not last for more than one week. The customer reported inserting a new battery every other day. The customer also reported being hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 696 mg/dl. The customer reported feeling sick and confused. Customer was advised by their physician to go to the hospital. The cause of the customer's hospitalization was from hyperglycemia. The customer stated they were treated with an IV for hydration and insulin by injections. The customer also reported disconnecting from the insulin pump one hour prior to being hospitalized. The customer also reported having a urinary tract infection. The customer declined to return the insulin pump for analysis.